Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic axillary clearance - breast procedure, at ligation, clips would not load properly into the jaws. Another device was used to complete the case. There was no patient injury.